Event description:
The customer reported that erroneously high cardiac troponin (accutni) results were generated on the access 2 immunoassay system for multiple patient samples over multiple days. This report represents the erroneous patient samples generated on (B)(6) 2011. Data provided by the customer indicates the generation of four erroneous patient results on (B)(6) 2011. Two initial accutni patient results were above the acute myocardial infarction (ami) threshold, and two additional initial accutni patient results were within the risk stratification range. One of the initial erroneous results was reported from the laboratory, however, the physician question the result as it did not match the patient's clinical picture. The remaining initial results were not reported out of the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Multiple retests of the samples, on the same instrument as well as a different instrument, generated lower accutni values. For three patient samples, the repeat results were within the normal reference range and for one patient sample, the repeat results were lower, but still within the risk stratification range, and exceeding the assay's precision claims. Quality control results were performing within customer established ranges at the time of the event, however system checks failed to perform within customer established ranges at the time of the event. The customer noticed a bent substrate probe with what appeared to be dried substrate on the tip. The customer cleaned the substrate probe. The initial samples were collected in a lithium heparin tubes. The samples were centrifuged and appeared "normal" prior to testing.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer replaced the bent substrate probe. A system check and high sensitivity system check were performed and the results were found to be within published performance specifications. Although repairs were made prior to the instrument being returned into service, a definitive root cause for this event has not been determined to date. The mdrs associated with this event are: 2122870-2011-02047, 2122870-2011-02092.

Manufacturer narrative:
Report number: the manufacturer report number of the initial MDR was incorrect. The manufacturer report number "2050012-2011-02047" is not correct. The manufacturer correct report number is "2122870-2011-02047".